Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was stored for several months and upon inserting a new battery, a blank display occurred a few minutes later. There was an off no power alert in the insulin pump history. The customer was instructed to clean the battery cap contacts and monitor the insulin pump. The customer's blood glucose was 14 mmol/l. Nothing further was reported.